Event description:
Knee revision performed on (B)(6) 2014. Patient underwent bilateral pfc knee replacement on (B)(6) 2003. 1 year ago, patient began to experience worsening left knee pain. X-ray showed tibial component has subsided. Decision was made to open knee and replace all components. Femoral and tibial stems were used. Surgeon did not indicate that the reason for revision was due to fault or failure of prosthesis. Revised components were: size 5 left cruciate retaining femur, size 5 keeled tibial tray, 12.5mm insert and 41 patella. X-ray photos and pre-op surgical notes are available. Patient initials (B)(6)., male, dob (B)(6) 1944. No further information available.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).